Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, lot# uk6079808, implanted: (B)(6) 1996, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 20 mg/ml; 4.4 mg/day and bupivacaine 5.2 mg/ml; 1.14 mg/day via an implantable pump. Indication for use was complex reg pain syndrome type I and non-malignant pain. The date of the event was (B)(6) 2018. It was reported the catheter was cut during a spine procedure on (B)(6) 2018. The catheter was replaced at that time intraoperatively with the plan to replace the pump prophylactically the next day and connect the new catheter. The pump was replaced on (B)(6) 2018 and the explanted pump was discarded. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved. Patient status was alive - no injury. Patient weight at the time of the event was (B)(6). Medical history was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s medical history was unknown. The patient was noted as having been intubated prior to the procedure. The reason the patient had the spine procedure was indicated as having been unknown to the company representative.